Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated several low sodium (na) and chloride (cl) results on patient samples. Customer reported that the results were reported out of the laboratory. Customer reported that the physicians questioned the results. Customer reported that about 50 samples were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the electrolyte injection cup (eic) drain was overflowing due to a blockage. The fse cleaned the flowcell, flushed the lines and replaced both na electrodes. The fse verified performance.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).